Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor reported that a patient developed an open wound under the rear therapy electrode. The patient resided in a nursing home and wound care was provided by the nursing staff. The patient was reported to be prone to pressure sores. The patient's medical outcome is unknown.